Event description:
It was reported that while using the bd bbl¿ chromagar¿ staph aureus that there was contamination. The following information was provided by the initial reporter: the contamination was found upon receiving the shipment the same day. I found the contamination after opening the first box for taking out our plates for qc. The boxes themselves were shipped in styrofoam lined cardboard with cold-packs inside. We have a media type (item #214982) lot that is found to be contaminated. Lot: 2364264. # of cases rec¿d in shipment: 3. # of contaminated plates to date: 10. Date contamination was found:(B)(6)2023.

Manufacturer narrative:
Common device name: culture media, selective and differential a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ chromagar¿ staph aureus that there was contamination. The following information was provided by the initial reporter: the contamination was found upon receiving the shipment the same day. I found the contamination after opening the first box for taking out our plates for qc. The boxes themselves were shipped in styrofoam lined cardboard with cold-packs inside. We have a media type (item #214982) lot that is found to be contaminated. Lot: 2364264. # of cases rec¿d in shipment: 3. # of contaminated plates to date: 10. Date contamination was found: 2/16/2023.

Manufacturer narrative:
H.6. Investigation summary: "during manufacturing of material 214982, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place." H3 other text : see h.10.